Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer service provided information for resetting the pump and assisted the caller with the reset, ensuring that the malfunction code did not recur. The caller was advised to continue using the pump and to reach out if any further issues arose.